Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open small bowel resection procedure, upon anastomosis of the small bowel, the device did not form and the bowel mucosa was torn. The staples did not form "b shape" under when crimped. The device has incomplete staple line. The operation was extended for 1.5 hours in the operating room to repair the failed anastomosis. The anastomosis and torn bowel was sutured. The staple line was fixed by over sewing, resection and re-stapling. There was no tissue loss. The patient was alive with serious injury. Current patient status: stable, discharged.